Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned packaging, introducer catheter and filter revealed the filter was returned outside of introducer catheter. The safety sleeve was removed from the introducer carrier and the trigger was fired. The trigger was fired and the capsule has moved up the introducer sheath. The length of the plastic capsule was measured to be within specification. The capsule was microscopically examined and it was noted that the capsule was damaged. The capsule was scratched and marked. The length of the introducer sheath was within specification. The filter was placed on the alignment inspection plate and it was noted that 3 legs did not fit the specification. The filter was out of shape. Analysis of the returned introducer catheter revealed that the filter was returned in a closed separate container. The paper safety sleeve was removed from the device and that the trigger thumb switch had been unlocked and moved down the deployment track. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered to be user error. The dfu for stainless steel greenfield vena cava filter states prior to release, make final adjustments to the location of 12f introducer catheter carrier capsule which houses the stainless steel greenfield vena cava filter. Remove the safety band from the handle. Holding the handle firmly, move the release tab to the left or ¿unlock¿ position. While maintaining carrier capsule position, slowly slide the release tab down the release track until it contacts the proximal end of the release track. The safety sleeve should not be removed until final adjustments have been carried out, and the filter is in the correct location. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that upon opening the device packaging the device looked ok. However, during device preparation the filter slid out of the catheter tip. The procedure was completed with another of the same device.

Event description:
It was reported that during unpacking, a premature deployment of a filter was encountered. A stainless steel greenfield vena cava filter otw was selected for use. When the box was opened the filter was already deployed in the packaging. Additional information has been requested and is not available. No patient complications were reported and the patient's status is unknown.

Event description:
It was further reported that upon opening the device packaging the device looked ok. However, during device preparation the filter slid out of the catheter tip. The procedure was completed with another of the same device.